Event description:
Paramedics responded to a person described as in cardiac arrest. The device was connected to the pt and the "analyze" button pressed. The device advised a shock, a countershock was delivered and according to the reporter, the device lost power subsequent to the delivered countershock. The battery was changed and the code continued. The pt was resuscitated. The reporter indicates that the battery lost power prematurely.